Event description:
This report is being filed upon notification from our manufacturer in another country of an event that occurred in another country. During the x-ray procedure and after obtaining a magnified roadmap image from a digital subtracting angiography (dsa) run the system crashed and required rebooting. The same dsa image was recalled and used as a roadmap. After this reboot, the system came back up to full field size, (filed of view/ fov = 48 cm) while the dsa image used for the roadmap was magnified (fov = 42 cm) as previously acquired. This resulted in the choice of a too large stent by the doctor.

Manufacturer narrative:
After a reboot the system software allowed a mismatch in the fov between the fluoro and the smart mask image previously acquired. Therefore, the software will be changed so that the system will perform a check to identify a possible mismatch between the mask image and the system situation at the start of the fluoro run. Also, the "instruction for use" will be updated for a better training of the user on this matter. This solution will be provided to the installed base. A notification letter will precede this fco to inform the customer of the problem and the forth coming fco.